Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels ranged from 30-52 mg/dl resulting in the customer losing consciousness. Low bg causes were not known. Reportedly, the customer was using u-200 humalog insulin within their pump supplies. Tandem technical support advised the customer against using off-label insulin. Customer consumed glucose tablets and carbohydrates to address the low bg events; however, the customer had not treated the low bg that occurred prior to being admitted to the emergency room (ER). The customer's wife and emergency medical services (ems) provided assistance by transporting the customer to the ER. The customer was admitted to the ER and healthcare providers administered intravenous dextrose to treat the low bg. The customer was released with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider to discuss diabetes management.